Event description:
(B)(6) clinical study. Same patient as MDR ID#: 2134265-2011-05747. It was reported that during a stenting treatment procedure, inadequate stent apposition occurred. The patient presented due to unstable angina. The 80% stenosed and 20mm long de-novo lesion was located in the distal right coronary artery with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilation and placement of a 3.50x28mm taxus liberte stent. Following deployment there was adequate step up and step down out of the stent. However, it was observed that the proximal portion of the stent needed post-dilation. A 3.5x12mm non-bsc non-compliant balloon was used for post dilation resulting in 10% residual stenosis. No patient complications were reported.

Manufacturer narrative:
(B)(4).device is combination productdevice evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4)